Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 21022526/21365486.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and all explanted devices will not be returned.